Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The device was not able to be interrogated. In addition, notes were found that the device was not able to be interrogated back in 2018. The patient underwent surgical intervention to extract the ICD. There was no information about device replacement. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field d2: "common device name". Patient code 3191 captures the reportable event of surgery. Infection complaints are evaluated by trend analysis, no device evaluation needed for infection. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an infection. The device was not able to be interrogated. In addition, notes were found that the device was not able to be interrogated back in 2018. The patient underwent surgical intervention to extract the ICD. There was no information about device replacement. No additional adverse patient effects were reported.